Manufacturer narrative:
Product complaint#: (B)(4). UDI: (B)(4). The lot number is unknown at this time.

Event description:
It was reported that this was an unknown procedure performed on (B)(6) 2020. After the needle of the truespan peek (228151) was inserted into the meniscus, the lever was triggered. As strong resistance was felt, the surgeon pulled the trigger further. Then, click was heard, and the lever was finally able to be triggered. But the lever became wobbly, and the truespan peek became no more usable. There was no surgical delay and no harm to the patient. The device was the first use when the issue occurred. Additional information received from the affiliate reported the correct lot number at this time is unknown and the procedure was successfully completed. It was also reported the device is being returned for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, after the needle of the truespan peek (228151) was inserted into the meniscus, the lever was triggered. As strong resistance was felt, the surgeon pulled the trigger further. Then, click was heard, and the lever was finally able to be triggered. But the lever became wobbly, and the truespan peek became no more usable. The complaint device was received and evaluated; visual observations reveals that the device is slightly worn and used, but in expected condition. When reviewing the red trigger, it could be observed that it is very loose, and the device could not be tested for its functionality. Upon shaking the device, a sound of a loose piece could be heard, it seems like the handle's internal component was broken which caused trigger to be loose. According with the visual inspection result, this complaint can be confirmed. A possible root cause for the loose trigger can be attributed to an excessive force applied to the device, however this can not be conclusively determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.